Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: plug unit has a scratch, sheath perforated on the distal end, due to pinhole on bending section rubber, water tightness is lost, water tightness is lost due to channel tube being detached, due to damage on insertion tube rotation ring, connecting tube does not rotate smoothly, due to a pinhole on universal cord, water tightness is lost and universal cord is sticky. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope sheath perforated on the distal end. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: brown sticky foreign material attached to connecting tube, control unit, angulation lever and scope cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to d4 of the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was determined to be simethicone type product. It is likely insufficient reprocessing may have been conducted due to leakage from biopsy channel, bending section cover and universal cord, which disturbed removing the material. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in bf-190 series operation manual chapter 3 "preparation and inspection". IFU states that preventive measure in bf-190 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.